Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the gel on the electrode pads rolled and would not adhere to the patient's skin. During the second code it was noted patient had bleeding on his chest. When the pad was removed the clinician observed an open wound on the patient's chest. It appeared to be where the electrode puck was placed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.